Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4). Frequently needed to be re-started and re-set. The entire back piece of the autopulse lifeband (lot # unknown), including lateral plastic tabs, broke loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions" could not be confirmed during functional testing and based on the archive data review. Visual inspection was performed and found no physical damage to the returned autopulse platform. A review of the autopulse platform archive was performed. Unrelated to the reported complaint, multiple user advisory (ua)02 (compression tracking error) were observed around the reported complaint date. The cause for the observed ua02 error message was due to the loose lifeband clip on the platform. The autopulse platform passed the functional testing, and therefore, the reported complaint was not confirmed. Unrelated to the reported complaint, the lifeband clip on the platform was loose and although all the good known lifebands remained connected to the platform during testing, the drive shaft was turning too fast. The integrated encoder gearbox was replaced to remedy the issue, which was likely due to wear and tear of the aged device. The returned autopulse platform was manufactured in march 2012 and it is over 7 years old, well beyond the expected serviceable life of 5 years. Following service, the platform passed all testing criteria.

Manufacturer narrative:
Event description was updated.

Event description:
During patient use, the autopulse platform (sn (B)(4) frequently needed to be re-started and re-set. The entire back piece of the autopulse lifeband (lot # unknown), including lateral plastic tabs, broke loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions. No consequences or impact to patient was reported. Please see the following related MFR report: MFR # 3010617000-2019-00993 for the autopulse lifeband.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) frequently needs to be re-started and re-set. The entire back piece of the autopulse lifeband (lot # 93572), including lateral plastic tabs, break loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions. No consequences or impact to patient was reported. Please see the following related MFR report: MFR # 3010617000-2019-01040 for lifeband.